Event description:
User facility medwatch report# 0039-0111-2002-0003 reports two codman disposable perforator devices failed during neurosurgery procedure. Lot #'s the same for both devices used. No reports of injury. Device #2: device fell aprt.